Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Device received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had blank display. The customer's blood glucose was unknown. The customer stated that the insulin pump was exposed to moisture and crack at the battery slot. The troubleshooting was performed and the display was not returned. The customer was advised that the insulin pump will need to be replaced and advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.